Manufacturer narrative:
(B)(4). Product evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint; customer's strips had poor storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Event description:
Consumer complaint of about blood result reading low. Customer's granddaughter has called on behalf of the customer. Customer's expected blood results are 118-120mg/dl fasting and 167-180mg/dl non-fasting. Verified the strips expire 12/24/2015. Customer performed a blood test, 74mg/dl. Reviewed meter memory: (date and time available) 61,70,317,134. No adverse event reported.